Event description:
Add'l info rec'd from MFR 12/9/99: the model number(s) of the devices in the report were not specified. There were no serial numbers referenced in the report. Without specific serial numbers co is unable to address final analysis results. Without any specific info about the devices involved co is unable to address this question. The disposition of the devices was not specified in the report. In 8/99 medtronic provided physicians of record with charge time mgmt recommendations for the model 7223cx.